Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the battery depleted from 100% within one day and the pump shut off due to insufficient power. The customer¿s blood glucose was 255-400 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.